Manufacturer narrative:
Correction to h1: type of reportable event ¿ changed to "malfunction" (previously reported as a serious injury). ¿serious injury¿ was selected in error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report of 1416980-2018-06415. All investigation activities will be captured under report 1416980-2018-06415.